Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data. Collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Daily pace lead impedance trend data show varying impedance for ventricular pace bi impedance = 475 to 3534 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the patient was experiencing left sided chest pain. The threshold of the right ventricular lead was high and out of range. The impedance was varying. An x-ray indicated the lead had perforated the right ventricular apex. A lead revision was done. No further patient complications have been reported as a result of this event.